Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is measuring an incorrect low battery voltage and has not tripped the elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.